Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, alleged complications post implant include pain, extrusion, infection, urinary problems, recurrence, dyspareunia. Mesh revision surgery (B)(6) 2007 for urinary stress incontinence.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received,the patient has experienced pelvic descensus, stress urinary incontinence, recurrence, pain, extrusion, infection, urinary problems, dyspareunia, non-bard mesh implant and required additional surgical interventions.